Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was 35 mg/dl. Customer treated low blood glucose with coke. Customer declined troubleshooting. Customer's last blood glucose was 90 mg/dl. Customer will not be returning the device for analysis.